Event description:
It was reported that the subject device exhibited a communication error e216 and the screen was black. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, a b30 error was discovered during the evaluation. Based on the results of the investigation, it is likely the issues occurred due to a faulty printed circuit (pc) board as the image was ok after changing to another pc-board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.